Manufacturer narrative:
(B)(6) patient services suggested the patient seek medical advice as soon as possible.

Event description:
Boston scientific received information that this patient called latitude patient services to inquire about whether or not he had been shocked. The patient was found laying on the floor by a patient advocate and was unsure if that was due to a shock or not.